Event description:
The customer reported that the d-ring on the restraint broke while in use on a pt. There was no pt or caregiver injury reported.

Manufacturer narrative:
(B)(4). Evaluation results: evaluation of the returned product found the short u-bar broke away from the u-bar mount plate. (B)(4).